Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 14-jul-2022, serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 27-jan-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and tamponade during the implant procedure of a leadless implantable pulse generator (ipg). Life saving measures were carried out. The leadless ipg was removed and replaced. No further patient complications have been reported as a result of this event.